Event description:
Pt implanted with external fixator approx 6 months to one year prior, for a distal third tibia fracture. Pt experienced (B)(6) infection. Infection was cleared and pt showed signs of healing when non-union was noted. External fixator was removed, pt put in a cast and revised to a nail on (B)(6) 2010. Undetermined if ex-fix was a synthes device. While placing the nail, surgeon crossed the non-union site where there was hard bone and the assembly fell apart. The reamer head and drive shaft broke, leaving fragments in the tibia. Surgeon was able to retrieve all other pieces, placed and locked nail to complete the procedure. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.